Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: dehiscence, infection.

Event description:
Brazil. Allegedly, a patient who underwent a breast surgery augmenattion on (B)(6) 2025, develop a bilateral dehiscence due to an infection. An explant surgery was required (B)(6).